Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that customer resolved the issue as hospital facility was able to repair outlet and station booted up and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es north2 appeared offline on remote smart service and could not be rebooted. The user heard a beeping sound came from the unit, after which the station shut down on its own. The user was unable to bring the station back online. However, there were no delays or adverse events or injuries reported based on this event.